Manufacturer narrative:
The customer¿s report of an underinfusion due to an unintended rate change was not confirmed. During physical inspection the only observed anomalies were dull iui connectors. The pcu event log showeds pump module s/n (B)(4) was programmed to infuse oxytocin induction 30unit/500ml (drugid 163) at a rate of 2ml/hr with a vtbi of 50ml at 7:32 pm on (B)(6) 2019. The log then showeds the rate was increased to 3ml/hr, then 4ml/hr, 6ml/hr and then 8ml/hr and does not show the device going from 4ml/hr to 3ml/hr. Functional testing performed found the pump module to be delivering fluid within specification. Functional testing showed no anomalies. The root cause of the customer¿s report of an underinfusion due to an unintended rate change was not identified.

Event description:
The customer reported that a pitocin infusion (30u/500ml) was initiated at a rate of 2 milliunits/min. At 1930. During the evening shift, the rn increase the pitocin rate to 4 milliunits/min. However when the rn returned to hang a new bag the nurse noticed that the pitocin rate was at 3milliunits/min. It was reported that there was no device alarms noted. There was no report of harm however patient received less than the intended dose.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a pitocin infusion (30u/500ml) was initiated at a rate of 2 milliunits/min. At 1930. During the evening shift, the rn increase the pitocin rate to 4 milliunits/min. However when the rn returned to hang a new bag the nurse noticed that the pitocin rate was at 3 milliunits/min. It was reported that there was no device alarms noted. There was no report of harm however patient received less than the intended dose.